Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a cracked display screen while the device continued to function, and a replacement was arranged with return instructions provided. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device replacement logistics and return coordination for potential evaluation. Investigation of this case revealed a device hardware issue involving the display component, with no impact to blood glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was device component damage of undetermined origin unrelated to device algorithm or therapy delivery.